Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. Treatment for this event was not reported. At the time of this report, the patient outcome was unknown. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Additional information: upon follow up it was reported the patient was hospitalized in the intensive care unit (ICU) for another indication and not due to the peritonitis event. While hospitalized the patient developed peritonitis. The patient was treated with unspecified medication for the peritonitis event (no further details). On an unknown date while in the ICU, the patient passed away. The cause of death was not reported. It was not reported if autopsy was performed. It was reported the peritonitis was not resolved prior to death. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: upon follow up it was reported the cause of death was unknown (previously reported as not reported). Should additional relevant information become available, a supplemental report will be submitted.